Manufacturer narrative:
The pt was unable to provide the lot number of the product, or return other products from the same carton. No investigation was possible, although data related to tampon integrity and tampon withdrawal cord integrity are continually reviewed and trended by the MFR as a standard procedure.

Event description:
The pt reported that when attempting to remove a tampon in 2009, the withdrawal cord "broke" and she had to visit her physician for removal of the tampon. Pt reported that she had no further complications or infections. No medications were prescribed and no f/u appt. Was scheduled.